Manufacturer narrative:
Review of the electronic data files for AED serial number (B)(6) shows the device was placed in service on (B)(6) 2021 and had numerous months where pads were not connected to the AED. The AED detected pads were not connected from (B)(6) 2021 thru (B)(6) 2022, from (B)(6) 2022 thru (B)(6) 2022 and from (B)(6) 2022 thru (B)(6) 2023 when the AED's battery pack became fully depleted. The storge of the AED without pads attached reduced the life of the battery pack and resulted in the AED not powering off during the (B)(6) 2023 rescue attempt. Per the device user manual, the ddu-100 series AED is designed to be stored with the pads connector already installed. This reduces the time needed to set up and start treatment in an emergency.

Manufacturer narrative:
Although requested, the electronic log files from the device have not been returned. The investigation is ongoing and no root cause is known. Should additional information become available, a follow-up MDR will be submitted.

Event description:
It was reported by a police department that during a rescue attempt their AED powered off in the middle of the rescue and stated, "replace battery now". They also reported that during the AED's use, no shocks were advised. CPR was performed by police and emts took over with their own AED and transported the patient to the hospital.